Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the ventricular leadless pacemaker (lp), it was noted that the lp exhibited a separation failure. The lp was not used and a new lp was implanted. The patient was in stable condition.